Event description:
It was reported that: "pt stated that he has been experiencing pain and wanted to know if his implants were part of the 2008 recall. He had bilateral hip replacement in (B)(6) 2008. Pt did not have catalog number and lot code for his left hip replacement."

Manufacturer narrative:
If add'l info becomes available, then, it will be submitted in a supplemental report.